Manufacturer narrative:
(B)(4). Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4). Section a: patient information not provided. Section b3: incident date not provided. Section d4: UDI, lot number not provided. Section d6: implant date not provided. Section f3: user facility not provided. Section h4: since the lot number was not provided, this information cannot be determined. Section h6 3191: dyspareunia, reoperation.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence.